Event description:
The lay user/pt contacted lifescan (lfs) customer service on sep 9, 2009 alleging that her one touch basic meter was reading inaccurately low and then reportedly developed symptoms afterwards. The medical surveillance specialist (mss) spoke with the pt on sept 18, 2009 to obtain/verify the following info: in 2009, the pt developed symptoms of blurred vision, inability to walk, vomiting, weight loss, and loss of appetite. She tested on the subject meter and was getting results such as "120 or 130 mg/dl". The pt was unable to report how long she was getting these alleged inaccurate meter readings prior to the symptoms. As a result of the meter readings, she did not take her insulin: the pt normally would take insulin if her blood glucose levels go over 150 mg/dl. At the time, the pt thought her blood glucose levels were okay. Approximately 1 week later, the pt decided to go to the hospital because her symptoms were not going away. When she arrived at the hospital, her lab blood glucose was "627 mg/dl." The pt was treated with IV fluids and other unspecified medications to lower her blood glucose levels. The pt was released later that night. According to the troubleshooting performed with customer service, the correct technique was used for testing. The pt also confirmed with the mss that the reported test strips were within expiration/discard date and were stored properly. Replacement products were sent to the pt. This complaint is being reported because the pt allegedly was getting inaccurate low meter readings and then developed hyperglycemic symptoms. The pt reportedly received medical intervention from the hospital.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.